Event description:
The insulin pump kept having the occlusion alarm to keep going off. Sent my blood sugar into the 1700's so I was hospitalized in a coma which put me on a vent for several days, because of no delivery of insulin. The drs stated that I may not come out of the coma! Went thru 4 pumps and none of the pumps worked. They were also messed up. The specialist from (B)(6) is (B)(6). You can contact her at (B)(4). Dose or amount: 2.0 basel rate, frequency: hourly, route: thru tubing. Dates of use: (B)(6) 2010. Diagnosis or reason for use: diabetes control.